Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery and battery out limit. Customer's blood glucose was 300 mg/dl at the time of incident. Troubleshooting found that there was a bad battery alarm in the pump history. Customer was advised to monitor the pump and call back if further issues.